Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the non-tortuous and mildly calcified right coronary artery. A 2.75 x 48mm synergy xd drug-eluting stent was advanced for treatment but failed to cross the lesion. However, upon removal, the proximal stent came into contact with the non-boston scientific guide catheter and caused the very proximal portion of the stent strut to be mangled and damaged. The device was completely removed from the patient and the procedure was completed with another of same device. There were no patient complications reported and the patient was fine.